Event description:
Infant doing fairly well on room air and gavage feedings supplemented by hyperalimentation via central venous line. Infant began having recurrent apnea and bradycardia. Not responsive to stimulation and required intermittent positive pressure breathing, intubation, epinephrine and atropine. Infant continued to have problems. Head ultrasound was done. Showed no intracranial hemorrhage. Infant started on antibiotics. Infant did not respond to ventilatory support or blood pressure support and died. Infant weight was 880g.